Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port slim implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the powerport slim implantable port, chronoflex single-lumen, 6f products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one fully peeled 6.5fr peel-apart sheath was received for evaluation. Visual, functional and dimensional evaluations were performed. Improper valve separation was noted. One half of the valve was noted to be attached under the valve cap (bard t-handle side). Manufacturing review was performed and confirmed the "valve did not break correctly¿ and valve irregular broken was noted. As per additional manufacturing review, irregular valve separation was observed, valve edges were observed to be irregular. The central cut of the valve was present, the cuts of the edges were difficult to identify. Dimensional measurement was performed of the valve split and found to be within specification. Therefore, the investigation is confirmed for the reported difficult or delayed separation and identified fracture and material separation issue. The definitive root cause was determined to be manufacturing related. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiry date: 09/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the transparent part of the dilator insertion (air valve) allegedly did not tear. The procedure was completed by using another device. There was no reported patient injury.

Event description:
It was reported that during a port placement procedure, the transparent part of the dilator insertion (air valve) allegedly did not tear. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port slim implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the powerport slim implantable port, chronoflex single-lumen, 6f products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one fully peeled 6.5fr peel-apart sheath was received for evaluation. Visual, functional and dimensional evaluations were performed. Improper valve separation and fracture were noted. One half of the valve was noted to be attached under the valve cap (bard t-handle side). Manufacturing review was performed and ¿transparent part of the dilator insertion (air valve) allegedly did not tear¿ was confirmed. A closer view showed that the top caps were not detached, a closer view showed that the valve had not been properly divided, most of the valve was attached to the half indicating bard. Therefore, the investigation is confirmed for the reported difficult or delayed separation and identified fracture and material separation issue. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the transparent part of the dilator insertion (air valve) allegedly did not tear. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port slim implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the powerport slim implantable port, chronoflex single-lumen, 6f products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 09/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.